Manufacturer narrative:
As reported, the capsure device was jammed with fasteners getting mixed up. Evaluation of the returned sample finds loose and deformed/broken fasteners to have presented during use, and the peek cap was missing. The device was not jammed, as the trigger was able to be actuated with no resistance. The root cause for the loose and deformed/broken fasteners presenting during use may be the result of an event occurring during user/device interface with forces applied. However, a definitive root cause could not be established. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2024, the capsure fixation device was jammed and the fasteners got mixed up. It was reported that they replaced the device. There was no patient injury. When returned the device presented with a detached component.